Event description:
It was reported that the lens was explanted due to improper intraocular lens (iol) power and was replaced with a new lens. Patient was reported to be okay during post examination.

Manufacturer narrative:
Corrected date of birth to (B)(6). All pertinent information available to amo has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for an evaluation. The evaluation revealed the serial number of the returned lens was a 18.0 diopter of a model z9a003. The lens had surface residuals adhered to both sides of the optic body compatible with an explanted lens. Lens had one (1) detached haptic. The results of the diopter inspection were found within production order specifications. All pertinent information available to abbott medical optics has been submitted.